Event description:
A 35-yr-old female with history of recurrent pneumothorax. Pt had thoracoscopy with stapling of pulmonary apical blebs and pleural ablation on 8/5/96. During procedure, the stapler failed to re-open after firing causing the surgeon to cut pt's tissue from device. The surgeon used the bovie to cuaterize further bleeding points. No adverse outcome was noted. Expiration date: 7/2001.